Event description:
Event description boston scientific received information that this patient was experiencing loss of capture in the right ventricle (rv). The threshold measurement was confirmed as being unchanged, and the ventricular outputs were increased. It was later reported that there was loss of rv capture and t-wave oversensing. The daily measurements also had one rv lead impedance measurement of <100 ohms, resulting in a lead safety switch to unipolar configuration. Both the atrial and ventricular threshold measurements were reported to be less than 1 v. No adverse patient effects were reported. The patient reported a heart rate of 45 bpm prior to office visit, but the low rate could not be confirmed in the clinic. Unipolar programming also resulted in pocket stimulation.